Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up via remote, oversensing was noted on stored electrogram as high ventricular rate on the right ventricular lead. There were also several episodes that possibly appeared to be lead noise. The sensing configuration was unipolar. Programming changes were made. The oversensing could not be reproduced in bipolar configuration. Patient was stable.